Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5), snap gauge (m-79527) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. Under a microscope, the coating was examined. The coating was found damaged at ~6.5cm from the distal end and proximal to the marker band. Testing/analysis: the echelon-10 total length was measured to be ~152.6cm and the useable length was measured to be ~144.7cm which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The outer diameter at the distal end of the micro catheter was measured to be 0.025¿, which is within specification, (specification: 0.026¿ max). Conclusion: the customer report of ¿difficulty navigation¿ could not typically be confirmed through device analysis. Possible causes are patient vessel tortuosity, damage to guidewire, damage to catheter, or lack of continuous flush. Customer reported all devices were prepared per IFU, and vessel tortuosity as severe. The severe vessel tortuosity likely contributed towards the difficulty navigation. As the guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the difficulty navigation could not be assessed. The customer report of ¿coating removal during use¿ was confirmed. It is likely the coating became damaged due to the difficulty navigation. Other potential causes are advancing/retracting micro catheter against resistance or lack of continuous flush. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was difficult navigation so the second catheter was needed. It was reported that there was no hydrophilic coating after short time. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured  posterior inferior cerebellar artery (pica) left aneurysm. It was noted the patient's vessel tortuosity was severe. The access vessel was the pica with a diameter of 1.6mm.